Manufacturer narrative:
(B)(4).for original complaint. (B)(4) opened to capture multiple complaints.

Event description:
According to the reporter: the rubber seal on the snap on 5mm adapter hub is coming detached and is as a result being pushed into the patient. I was told that this has happened multiple times in the past as well. Product was thrown away. The rubber seal on the 5mm adapter fell into the patient and was removed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.